Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump touch screen was not "illuminating fully". Customer declined a follow up with tandem technical support and no further information was provided.